Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection confirmed that both setscrews were backed out into capture washers, this results from setscrew being backed out to far and without correct or working wrench. This causes the setscrew to 'stick' in capture washers. The device header was detached and the seal plugs were intact. All setscrews moved freely. Leads may occasionally be difficult to remove from pacemaker headers, particularly after a significant length of implant. Boston scientific crm has identified situations in which is-1 leads become stuck in the headers of an is-1 compatible device due to silicone bonding of the seal rings. The appearance of the sealing rings on the terminal pin of the lead suggests that the interaction of the silicone surfaces of the lead and the pacemaker header became partially bonded over time, thereby making removal difficult.

Event description:
Boston scientific received information that during routine explant of this device, the setscrews would not loosen. Troubleshooting techniques were used but in the end the device header had to be cut with a bone cutter to free the leads. When the bone cutters were used, the physician ripped the top of header off and the feedthrough wire came loose so pacing was affected. To date, there have been no additional adverse patient effects reported.